Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.

Event description:
Allegedly the patient was revised to correct improper fitting of the hip replacement unit (right).

Manufacturer narrative:
This report will be updated once investigation is complete.